Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was to undergo an magnetic resonance imaging (MRI)scan, so technical services (ts) was consulted for assistance. Ts noted this ICD exhibited crosstalk on its right ventricular (rv) channel for right atrial (ra) signals. This device remains in service. No adverse patient effects were reported.